Event description:
A report was received that the patient¿s lead was about to protrude out of the skin. There was an actual breakage of the skin. The patient underwent a revision procedure wherein the lead was moved. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-2366-50 serial #: (B)(4), description: linear 3-6 lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.